Event description:
It was reported to philips that the system gave an alert indicating motorized movements were not allowed. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that after the case, when the unit was being moved, it gives error message ¿no motorized movement allowed¿. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.